Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for dvt and pe and successfully deployed with its tip at the l2 level without incident. Approximately three months post filter deployment, the patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein and a venacavagram was performed demonstrating no thrombus within the filter. Multiple attempts to retrieve the filter with a retrieval device were unsuccessful. One of the filter limbs was snared during the process, but the hook of the filter would not engage into the sheath. Multiple other attempts to retrieve the filter with different snares were unsuccessful. A venacavagram demonstrated that the filter was tilted anteriorly with the hook embedded in the anterior wall of the cava. It was difficult to say whether the filter was tilted prior to the retrieval attempt. One of the posterior filter limbs had been retracted superiorly, but the filter was still intact. Several other attempts at snaring the filter were unsuccessful. All devices were removed and hemostasis was obtained at the access site with manual pressure. The patient tolerated the procedure well and there were no immediate complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed at the l2 level for indications of dvt and pe. Three months post filter deployment, a venacavagram taken after the attempted retrievals demonstrated that the filter was tilted anteriorly with the hook embedded in the anterior wall of the cava. One of the posterior filter limbs had been retracted superiorly. Several other attempts at snaring the filter were unsuccessful. Based on the medical records, the investigation can be confirmed for filter tilt, material deformation due to the posterior filter limb in superior location, and difficulties in removing the filter. Per the reported event details, the filter leg bent in an upright position superior to the apex of the filter during one of the first retrieval attempt. Additionally, it is unknown if the filter was tilted before the first retrieval attempt. The filter could have been difficult to remove due to the angulation of the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted remove the eclipse filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Potential complications: filter malposition. Filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. As a result of the retrieval attempts made, a filter limb became bent in an upward direction. The patient was hemodynamically stable at the conclusion of the procedure. There were no immediate complications. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months and two days post filter deployment, attempts were made to retrieve the filter. The cone retrieval device was advanced over the guidewire until its tip was just proximal to the retrieval hook. Several passes were made in an attempt to grasp the upper end of the filter. One of the legs was ensnared during the process, but the hook portion of the filter did not engage into the sheath. Multiple other attempts were made with a gooseneck snare and a tulip snare to no avail. A subsequent inferior venacavogram showed that the filter was tilted anteriorly. It was difficult to identify whether it was tilted prior to the retrieval attempt. One of the posterior legs had been retracted superiorly. The proximal hook appeared to be embedded in the anterior wall of the cava. Several other attempts to ensnare the superior hook of the filter were unsuccessful. Subsequently, the catheters, guidewire and sheath were removed. Therefore, the investigation is confirmed for filter tilt, material deformation and retrieval difficulties. During the first retrieval attempt, there was no report of additional issues with the filter; therefore, it is possible that the unsuccessful retrieval attempts contributed to the filter tilt, and material deformation. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,g4 h11: h6 (results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. As a result of the retrieval attempts made, a filter limb became bent in an upward direction. The patient was hemodynamically stable at the conclusion of the procedure. The current status of the patient is unknown.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. As a result of the retrieval attempts made, a filter limb became bent in an upward direction. The patient was hemodynamically stable at the conclusion of the procedure. There were no immediate complications. No additional information surrounding this event was provided in the medical records received. It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted with the filter becoming embedded in the ivc wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Medical images have not been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. As a result of the retrieval attempts made, a filter limb became bent in an upward direction. The patient was hemodynamically stable at the conclusion of the procedure. There were no immediate complications. No additional information surrounding this event was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted with the filter becoming embedded in the ivc wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the vena cava filter was indicated for dvt and pe and successfully deployed with its tip at the l2 level without incident. Approximately three months post filter deployment, the patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein and a venacavagram was performed demonstrating no thrombus within the filter. Multiple attempts to retrieve the filter with a retrieval device were unsuccessful. One of the filter limbs was snared during the process, but the hook of the filter would not engage into the sheath. Multiple other attempts to retrieve the filter with different snares were unsuccessful. A venacavagram demonstrated that the filter was tilted anteriorly with the hook embedded in the anterior wall of the cava. It was difficult to say whether the filter was tilted prior to the retrieval attempt. One of the posterior filter limbs had been retracted superiorly, but the filter was still intact. Several other attempts at snaring the filter were unsuccessful. All devices were removed and hemostasis was obtained at the access site with manual pressure. The patient tolerated the procedure well and there were no immediate complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three months post filter deployment, a venacavagram taken after the attempted retrievals demonstrated that the filter was tilted anteriorly with the hook embedded in the anterior wall of the cava. One of the posterior filter limbs had been retracted superiorly. Several other attempts at snaring the filter were unsuccessful. Based on the medical records, the investigation can be confirmed for filter tilt, material deformation due to the posterior filter limb in superior location, and difficulties in removing the filter. Per the reported event details, the filter leg bent in an upright position superior to the apex of the filter during one of the first retrieval attempt. Additionally, it is unknown if the filter was tilted before the first retrieval attempt. The filter could have been difficult to remove due to the angulation of the filter. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.